Event description:
The customer reported to beckman coulter inc that the coulter lh 500 hematology analyzer was leaking. The customer opines the leak to be in the tubing from feed through fittings ff183 to ff173. The customer was wearing personal protective equipment at the time the event was noted. Approximately 50cc of fluid leaked and was not contained within the instrument. There were no injuries or exposures to any laboratory personnel. No patient results were affected. Quality controls were within range. Beckman coulter field service was not dispatched to the facility.

Manufacturer narrative:
Customer technical support (cts) guided the customer to identify and troubleshoot the issue during the initial intake call. The customer identified a broken pinch valve 49 as the source of the leak. The customer removed and replaced the broken pinch valve 49 and associated tubing with guidance from cts. The customer then verified the system performance through quality controls; all quality controls were within specification. (B)(4).